Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating there was moisture in cartridge compartment and under the screen. The patient denied loss of power or that the pump was rebooting. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: there was no visible moisture found in the cartridge compartment or under the screen. The returned battery cap was found to secure tightly to the pump with no visible yellow o ring. The pump also passed the leak test. The pump cover was removed; there was no evidence of internal moisture observed on the pcb or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.